Event description:
Information received indicates the left head siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch hook was contaminated with debris, preventing the siderail from latching. The technician cleaned the latch assembly to repair the bed.